Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation prior to device change-out procedure due to eri, oversensing leading to pacing inhibition was observed on ECG. It was noted that pacing was resuming on ECG when the inductive wand was lifted from the device. When the physician attempted to make the programming change, pacing was inhibited again, and was restored after lifting the wand from the device. Pacing rate was also slower. Patient was asymptomatic. Physician used magnet over the device during the explant procedure. Device was replaced. The event happened intraoperatively during the procedure. There were no more issues and the patient was doing fine with the new device.

Manufacturer narrative:
The reported sensing and output anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.